Event description:
The manufacturer received information alleging a ventilator's internal battery would not charge. There was no harm or injury reported. During the evaluation of the device at a third party service center an issue with the detachable battery connector was observed which prevented the device from charging it's internal battery. The detachable battery was replaced to address the issue.